Event description:
Pt underwent autologous stem cells transplant on 4/27/98 using previously obtained autologous peripheral blood progenitor cells, cd-34 selected. On 5/5/98 blood cultures became positive for candida albicans. Stool cultures were positive for candida also, and it was determined that fungenemia arose from breakdown in the gi tract allowing colonized organisms to enter the blood. After starting empiric antifungal agents cultures quickly became negative and remained so. Over may 15, 1998 lab test first showed elevation in liver function tests with total billirubin of "8.5". The next day he began to develop coagulation abnormalities and severe deterioration of liver functions. Pt was transferred to another unit and became completely anuric. Suddenly became asystolic, and all resuscitative efforts were unsuccessful. Pt was pronounced dead on may 19, 1998. Preliminary autopsy findings indicate cause of death to be extensive hemorrhage.